Event description:
Pt rems ID: (B)(6). Provider rems ID: (B)(6). Date of awareness: (B)(6) 2016. Pt is a (B)(6) y/o female on letairis for pah. Pt reported to pharmacist at dispensing pharmacy regarding hospital admission from (B)(6) 2016 for catheter leak. Per chart review, pt was admitted on(B)(6) 2016 for hickman catheter leak. Pt remained in the hospital until (B)(6) 2016 for observation. Dates of use: (B)(6) 2016. Diagnosis or reason for use: 416.8 pah (connective tissue/congenital heart dz.